Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16mm x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the mid-section were flattened and bunched. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It ws reported that stent damage occurred. The 85% stenosed, 2.5-2.75mmx15mm target lesion was located in the the left circumflex artery. A 16 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It ws reported that stent damage occurred. The 85% stenosed, 2.5-2.75mmx15mm target lesion was located in the left circumflex artery. A 16 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.